Event description:
It was reported that the customer had a button error alarm on the insulin pump while she was exercising. Customer's blood glucose level was 189 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer agreed to return the pump. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker.